Event description:
Reported by the patient's father as the tubing from the port to the band has separated.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 23/jan/08. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter was asked to return the product for analysis if the device is explanted. Visual examination may confirm or determine another connector type associated with this report. Revision surgery has not been scheduled so allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding serial number has been requested but is not available. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."